Event description:
Circuit came in contact with the pt's skin and caused a burn.

Manufacturer narrative:
No sample has been received for evaluation at this time; therefore, we are unable to determine the cause for the issue reported. The device history record for the lot reported was evaluated for any issues related to the issue reported. The product was mfg, inspected, and released in accordance with our internal procedures and no issues were observed.